Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer received multiple intermittent minimum fill notifications after loading a cartridge with an unknown amount of insulin. There was no reported adverse impact to the customer's blood glucose. Although requested, the customer did not want to perform troubleshooting with tandem technical support.